Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use amphiprion deep pta balloon during procedure to treat a little calcified fibrous lesion in the mid to distal popliteal artery (pop) with 60% stenosis. The vessel was little tortuous. The vessel diameter was 3.5mm and 21mm respectively. No embolic protection was used. Contrast was used as inflation fluid. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during balloon inflation, a longitudinal burst occurred at an unknown atm. One inflation was applied prior to the issue occurring. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. The balloon was removed with snare. Another balloon was used to complete the procedure. No further patient injury reported.

Manufacturer narrative:
Additional information: device was safely removed. No vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the amphirion deep pta balloon device returned coiled in a biohazard bag. The product hoop returned loosely inside the bag. Visual inspection of the device shows that the balloon returned detached from the catheter and a guidewire returned loaded through the luer of the device and could not be removed. The detached balloon portion was measured to be approx. 19cm in length with the inner lumen detached at approx. 14cm distal from the tip. The catheter detached at approx. 191.5cm distal from the strain relief. Stretching is evident on the inner lumen of the catheter shaft between approx. 89-100cm distal from the strain relief. The returned non-medtronic guidewire was measured to be approx. 0.014¿ in diameter. Visual inspection under a microscope of the detached balloon shows lots of bunching of the balloon material and the distal tip is visible. The detached inner lumen is visible at the proximal end of the balloon. Functional testing could not be carried out due to the condition of the returned device. One cine image was received for review. The image shows two marker bands from the balloon inside the lesion and possibly the distal tip is also visible just distal to the distal marker band. The tip of what appears to be the guide catheter is visible just above the balloon within the lesion., the customer experience of a balloon burst cannot be confirmed from this image. The customer experience of ¿longitudinal burst¿ could not be confirmed due to the condition of the returned device. The balloon returned detached from the catheter shaft and bunched over itself, therefore functional testing could not be carried out to confirm the burst balloon. There is no longitudinal tear noted. The root cause of the reported event could not be positively determined. The most likely root cause could be procedure/use related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.